Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 150 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The sensor glucose value that triggered the suspend event was 40 mg/dl and suspend on low limit in sensor settings was 70 mg/dl. Customer received a change sensor alert after a calibration not accepted. The sensor will not be returned for analysis.